Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed a breached cut on the outer insulation. Visual analysis noted the lead was damaged at implant. (B)(4).

Event description:
It was reported by a competitor that during an implant procedure, the right atrial lead had been placed and sutured when excessive bleeding occurred in the pocket. The physician controlled the bleeding and felt lead insulation damage may have occurred. The lead was not used and another lead was implanted. No further patient complications have been reported as a result of this event.